Manufacturer narrative:
Follow-up #1: date of submission 12/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump overheating issue was not duplicated in the evaluation. Review of black box history did not find any drastic voltage fluctuations that could resulted in pump overheating. Caps were not returned and using test caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without any issues. Electrical current draws were all within specifications. Pump casing was opened and no anomalies were found inside the pump. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. Reportedly, damages were found on the pump casing around the display and in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.